Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a competitor's bipolar device was indivertibly plugged into a monopolar socket. Instead of giving any warning or cutting out and without pressing any pedal's, the competitor's bipolar heated up by itself and cause a small burn on peritoneum anterior aspect near the port site. The minor superficial burn was spotted right away and no treatment was needed since the area was cauterized.

Event description:
According to the reporter, intra-operatively, competitor¿s bipolar device erroneously inserted into monopolar socket of force triad unit. Failsafe did not work and bipolar forceps heated up. Minor burn sustained to patient in the peritoneum anterior aspect near the port site. They cauterized the area anyway so no treatment needed. They used another like unit and it worked fine.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found that the device worked fine. It was reported that there was an adverse event without an identified device or use problem. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the monopolar port of the device had an issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the display board voltage was too low. The most likely cause for the additional condition is traced to device design. The low voltage power supply cable was replaced to address the condition. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified: the device showed message "invalid instrument." The most likely cause could not be established from the information available. The scanner was calibrated to address the condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.